Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row; stent struts were lifted slightly on one side. The remaining undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and it was noted that a fold in the proximal balloon cone was slightly unfolded. As the fold was opened at the same site at the proximal stent damage the slight unfolding appeared to be due to the proximal stent damage. It did not appear that positive pressure had been applied to the device. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. The tip was damaged on one side, it appeared lifted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 22-mar-2018. It was reported crossing difficulty was encountered. The target lesion was located in a severely calcified coronary vessel. A 2.25mm x 16mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was not completed because another of the same device was not available. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.